Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the trocar came with two pieces of 5-12 mm seal and cannula only so the introducer could not fit. Another device was used to complete the case. There was no patient injury.